Event description:
On (B)(6) 2010, pt reported she saw bubbles in her infusion tubing after inserting a new infusion set for the first time and starting her insulin infusion device. Patient stated she noticed the bubbles appeared after wearing the infusion device for approx 3 hours. Patient reported the bubbles are larger than the size of a pearl. Pt stated she switched to her backup infusion device. Patient reported she primed her infusion tubing and removed the bubbles prior to switching to her back up infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set and infusion tubing for eval.